Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set site and cannula fell off, while the adhesive stayed on the patient's skin. The patient's blood glucose was adversely affected and reported at "+600" mg/dl. A manual injection was conducted to address the high blood glucose. No permanent injury was reported.